Event description:
Hcp reports pt with a granuloma. Pt presented with symptoms including new or different sensory complaints of paresthesia in both legs and new or increased weakness in both legs. The mass was diagnosed via an MRI imaging study in 2003. The MRI showed an "intradural mass" at t9. The mass was removed or surgically explored in 06/2003. The catheter remains implanted. The hcp is "tapering spinal ms -replacing with oral meds." The operative report findings show an "intradural extraaxial mass at tip of catheter at t9." Pathology findings show "no organisms-granuloma-plasma cells". The pt is in rehabilitation, having bladder and bowel dysfunction, numbness in legs, and some leg weakness.